Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unspecified malfunction alarm occurred. In addition, it was reported that the customer experienced an elevated blood glucose (bg) level. Reportedly, the continuous glucose monitor read ¿high¿, however, an exact value was not provided. Customer administrated a manual injection to address high bg. The cause of the high bg was unknown. The customer reverted to an alternate method of insulin therapy.